Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to have a pinkish contrast. The pump¿s battery was removed for a period and reinserted. The pump¿s time and date settings did not reset with the battery reinsertion. The pump cover was removed and the internal clock battery was found to be leaking.